Event description:
Breast implant explanted. Pt experienced rash of left breast. MRI revealed ruptured implant. Right implant intact. Exploration in surgery confirmed MRI report. Both implants were removed. Identifying info available: "dow corning 4.0cc m010".